Manufacturer narrative:
The user was hospitalized because of kidney issues and dehydration that were partly related to diabetes, but not related to the eversense system. The user have these issues since (B)(6) 2024, but specific date wasn't provided.the user is also currently on antibiotics, but she also confirmed that the infection was not related to the eversense system.the user's hcp is aware of the event.as per dms, user is not using the system since (B)(6) 2025.

Event description:
Senseonics was made aware of an incident where user was hospitalized because of kidney issues and dehydration that were partly related to diabetes, but not related to the eversense system. The user have these issues since (B)(6) 2024, but specific date wasn't provided. The user is also currently on antibiotics, but she also confirmed that the infection was not related to the eversense system. The user's hcp is aware of the event. As per dms, user is not using the system since (B)(6) 2025.